Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: lab rn informs me she has witnessed a "ring" of extra plastic on the back portion of the IV catheter. Has only happened a few times, no lot # to share. She was informed to keep the ivc and lot number should this occur again.